Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The number does shown on the screen and beeps noted. The pump primed properly. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin squirted out during the manual prime process. The patient's blood glucose at the time of incident is unknown. The caller confirmed that the piston continued to move forward after reservoir contact, causing the insulin to squirt out. No numbers apppeared on the screen and no beeps were heard; leaving the priming process was not possible. The device was not dropped, bumped, or exposed to moisture. The insulin pump will be returned for analysis.